Event description:
It was reported that during a carotid procedure, an attempt was made to retrieve the accunet filter basket with the accunet recovery ii catheter, but the tip kept getting caught in the distal end of the stent. The physician tried rotating the pt's neck and then rotating the guiding catheter, but this did not work. The guiding catheter started to back out, but the physician kept this from happening. During the manipulation, there was a spasm at the distal end of the stent; however, it resolved. The accunet recovery ii catheter was removed and the accunet recovery catheter that came with the accunet filter was used to successfully retrieve the filter basket. There were no pt effects. No additional information was available.

Event description:
This event was sent to guidant's medical experts for evaluation and the results received in 01/2006 indicated that this event was not a stroke. The findings show the event resulted from "primary retinal problem; not a stroke."